Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2024, a biomedical technician reported to fresenius customer service an anonymous peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing a hospital provided liberty select cycler ¿coded¿ while using the cycler. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s adverse event; however, no additional information was obtained. As a result, patient demographic information, hospital course, cause of this event and the patient¿s current disposition remain unknown. In the intake, it was stated a patient coded on (B)(6) 2024, presumably meaning the patient experienced a cardiac arrest, during a ccpd treatment on a hospital provided liberty select cycler. Other than a temporal relationship, there was no indication this event was related to pd therapy or the use of any fresenius product(s) or device(s) in the initial reporting. Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s). Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s adverse event.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a hospital provided liberty select cycler and the patient¿s cardiac arrest. In the absence of the required information, the cause of this patient¿s cardiac arrest cannot be determined. It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Regardless, the liberty select cycler cannot be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events.

Event description:
On (B)(6) 2024, a biomedical technician reported to fresenius customer service an anonymous peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing a hospital provided liberty select cycler ¿coded¿ while using the cycler. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s adverse event; however, no additional information was obtained. As a result, patient demographic information, hospital course, cause of this event and the patient¿s current disposition remain unknown. In the intake, it was stated a patient coded on (B)(6) 2024, presumably meaning the patient experienced a cardiac arrest, during a ccpd treatment on a hospital provided liberty select cycler. Other than a temporal relationship, there was no indication this event was related to pd therapy or the use of any fresenius product(s) or device(s) in the initial reporting. Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s). Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s adverse event.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. There were no fluid leaks in the test cassette during the treatment test. System air leak test passed. Valve actuation test passed. The internal inspection of the cycler showed that there were indications of dried fluid spots on the bottom cover underneath the pump assembly. The cause of the encountered dried fluid could not be determined. Mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the event is unconfirmed. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On (B)(6) 2024, a biomedical technician reported to fresenius customer service an anonymous peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing a hospital provided liberty select cycler ¿coded¿ while using the cycler. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s adverse event; however, no additional information was obtained. As a result, patient demographic information, hospital course, cause of this event and the patient¿s current disposition remain unknown. In the intake, it was stated a patient coded on (B)(6)2024, presumably meaning the patient experienced a cardiac arrest, during a ccpd treatment on a hospital provided liberty select cycler. Other than a temporal relationship, there was no indication this event was related to pd therapy or the use of any fresenius product(s) or device(s) in the initial reporting. Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s). Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s adverse event.